Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the pain stim was not working in ¿automatic mode.¿ no symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had notified a physician and noted that the issue was corrected and it was working as it should. They noted that a change in their activity led to the stimulation not working in automatic mode, but adjustments were made.